Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician went to deploy a 5f mynxgrip vascular closure device (vcd) but had a failure. The 5f non cordis sheath had difficulty being removed and married back to the handle. With force, the physician got the sheath out and up to the handle but the white advancer tube was not deployed. From there the physician deflated the balloon and removed the entire device and held pressure. There was no reported patient injury. They mynx was placed within a 5f non cordis sheath and the balloon was inflated. The mynx device was retracted by the physician and they felt two tactile stops: balloon hitting the tip of the sheath and the balloon hitting the arteriotomy. While holding tension from the handle, the shuttle was moved down towards the patient. Physician felt a hard stop. The physician was able to manually deploy the sealant on the table. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the physician went to deploy a 5f mynxgrip vascular closure device (vcd) but had a failure. The 5f non cordis sheath had difficulty being removed and married back to the handle. With force, the physician got the sheath out and up to the handle but the white advancer tube was not deployed. From there the physician deflated the balloon and removed the entire device and held pressure. There was no reported patient injury. They mynx was placed within a 5f non cordis sheath and the balloon was inflated. The mynx device was retracted by the physician and they felt two tactile stops: balloon hitting the tip of the sheath and the balloon hitting the arteriotomy. While holding tension from the handle, the shuttle was moved down towards the patient. Physician felt a hard stop. The physician was able to manually deploy the sealant on the table. The device was not returned for evaluation, as initially was expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h11 complaint conclusion: as reported, the physician went to deploy a 5f mynxgrip vascular closure device (vcd) but had a failure. The 5f non-cordis sheath had difficulty being removed and married back to the handle. With force, the physician got the sheath out and up to the handle, but the white advancer tube was not deployed. From there, the physician deflated the balloon and removed the entire device and held pressure. There was no reported patient injury. They mynx was placed within a 5f non-cordis sheath, and the balloon was inflated. The mynx device was retracted by the physician, and they felt two tactile stops: balloon hitting the tip of the sheath and the balloon hitting the arteriotomy. While holding tension from the handle, the shuttle was moved down towards the patient. Physician felt a hard stop. The physician was able to manually deploy the sealant on the table. The device was not returned for evaluation, as initially was expected. The reported event ¿sealant-device deployment jam¿ could not be confirmed as the device was not returned for analysis. The cause of the failure experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be attributed to the hydrogel pre-swelling. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a sheath retraction issue during sealant deployment. According to the instructions for use (IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.